Event description:
Bed found in "down" storage. Head up function not working. No injury reported.

Manufacturer narrative:
Technician found the bed in 'down storage' area. Head up function was not working due to faulty valve guide tube. Replaced the head up valve guide tube to resolve this issue.